Event description:
After undergoing a CT lung contrast study of adult pt. The operator came into the room to help the pt to get him of the table and smelled a burning order. The pt was taken out; the gantry was turned off, as well as the main cutoff switch. The burnt did not vanish and the strong fume appeared from the back cover of gantry.

Manufacturer narrative:
(B)(4). Investigation confirmed that an internal burning of anode power module (apm) had occurred. Philips field service engineer replaced the apm and the system is fully functional now. Mail date: (B)(4), 2011.